Event description:
It was reported that the ilet pump¿s display screen delaminated and subsequently turned off, consistent with a device bonding failure of the display component; the user transitioned to alternative therapy and reported a highest blood glucose of 150 during this period. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, review and analysis of information and photos provided, and internal assessment. Investigation of this case revealed a stress-related problem associated with the display component consistent with a loss or failure to bond. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.